Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited very dim light, and replacing the bulb did not resolve the issue. The issue was found during inspection for use. There were no reports of patient involvement.